Manufacturer narrative:
No further information is available for the product at this time. No sample or photographic evidence was provided for review. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Event description:
Aspen surgical received a medwatch report (B)(4). Indicating that a needle broke during a procedure. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).